Event description:
Trinity revision (2nd for the patient) of the biolox delta ceramic liner (implanted in (B)(6) 2021 - primary surgery) and biolox delta ceramic head (implanted in (B)(6) 2022 - 1st revision) due to dislocation. Please note: the biolox delta ceramic liner associated with this report is not cleared for sale or distribution in the USA and this event occurred outside of the USA.

Manufacturer narrative:
Per comp - (B)(4). Initial report during the revision, impingement of the stem on the cup was noted. The reporter stated that they would be unable to provide any further information for this event or patient and thus the scope of the investigation was limited. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.